Manufacturer narrative:
Citation: stehli j et al. Comparison of outcomes of transcatheter aortic valve implantation in patients aged >90 years versus <(><<)>90 years. Am j cardiol. 2019 oct 1;124(7):1085-1090. Doi: 10.1016/j.amjcard.2019.06.026. Epub 2019 jul 15. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an analysis of the short- and mid-term outcomes of nonagenarians after transcatheter aortic valve implantation. All data were prospectively collected from 2 centers between august 2008 and june 2017. The study population included 588 patients (predominantly female; mean age 88 years). Of those, 475 were implanted with medtronic corevalve (322) or evolut r (153) bioprosthetic valves. No serial numbers were provided. Among all patients, 43 deaths occurred within 1-year post implant. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, valve-in-valve implantation, unspecified valve issue requiring reintervention, myocardial infarction, cerebrovascular event, major adverse cardiovascular events, major bleeding, moderate-severe paravalvular aortic regurgitation (greater than or equal to grade ii), and decreased left ventricle ejection fraction. Also observed: unspecified access site complications. No interventions were reported as a result of this observation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.